Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he changed the battery due to a low battery alert and the display was blank. His blood glucose was unknown. After troubleshooting for the blank display, the customer stated that the display isn¿t completely blank put now he has a partial display. He stated that he can only see a part of the battery and the reservoir icon. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed self-test and displacement test. No missing segments/partial display noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched reservoir tube window.